Manufacturer narrative:
Additional information received on august 17, 2017 on the patient's current condition. The patient is still recovering from the stroke incident. (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for ischemic ventricular tachycardia with a navistar rmt thermocool catheter and suffered a cerebrovascular accident (cva) requiring pharmacologic management and magnetic resonance imaging (MRI). Post-procedure, while in the recovery room, the patient suffered a stroke. Patient was reported to be in stable condition and alert. There is no information regarding extended hospitalization or patient outcome. It was noted that this was not a typical cva/transient ischemic attack (tia) and that it may have been related to the patient¿s medical history and the effects of anesthesia. Physician¿s opinion regarding the cause of the adverse event is that it was related to patient condition. Since this adverse event might result in permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.